Event description:
It was reported that the event occurred during use on a male pt in the recovery room. On (B)(6) 2013, the md inserted an intra-aortic balloon (iab-04840-u) via left femoral artery without issue into a cardiac surgery pt while in the operating room. Approx 48 hours later while in the recovery room, the pump alarmed at 3:00 pm, on (B)(6) 2013, with message: helium leakage. Blood was observed in the central lumen at the same time. The decision was made to remove the iab. The iab was broken during the removal process; a part of the iab was retained in the left femoral artery. As a result, a left femoral artery incision was made but the retrieval of the broken iab was not successful, so the abdominal aorta was opened and they were successfully able to remove the broken iab. There was no report of pt death. There were complications and injury to the pt. There was a 10 min delay or interruption in therapy which caused harm to the pt. The pt outcome is stable. The sub distributor and we have reported the case as an ae to cfda. Since the relatives of the pt want to hold the actual sample, they do not have the sample for investigation. Additional info received (B)(6) 2013, from (B)(6) stated that the blood was observed in the helium tubing after the intra-aortic balloon pump (iabp) had alarmed. The iab "broke" during the removal process because of the iab rupture. They did encounter difficulty and resistance when they tried to remove the iab and may have had to apply extra force. The 10 minuted delay or interruption in therapy was the time having to remove the iabp therapy stopped after that so there was no delay or interruption in therapy after the removal. The pt's hemodynamics were stable. The staff gave inotropes and catecholamine intervention in place of the iabp therapy. The pt was not placed on cardiopulmonary bypass (cpb) for surgery. It was unk if the pt was moving the leg or body, being repositioned or had any activity prior to the alarm. Their engineer had already tested and confirmed the iabp works well. Sample will not be returned for eval.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.